Manufacturer narrative:
The evoke scs system was discarded. The root cause of the reported inadequate pain relief cannot be definitively determined. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including ¿inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. The patient had been implanted for 15 months and reported inadequate pain relief since implantation. At the patient ¿s request the evoke scs system was explanted. The evoke scs system was confirmed to be functioning as intended prior to explant.